Manufacturer narrative:
(B)(4). Evaluation results: no results available since no evaluation performed. None (no device received for evaluation). Evaluation conclusion: unable to confirm complaint (no root cause can be determined). Device not returned.

Event description:
The physician used an amphiprion deep balloon catheter during an angioplasty procedure. Upon withdrawal, the physician reported that the balloon had detached from the shaft. Only the shaft remains intact. It was reported that the patient is in intensive care unit with other medical issues. It was reported that no other information will be made available.